Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not cooling well. The perfusionist (ccp) felt the cool-down should have been faster. The device was not changed out, as they completed the case without swapping it out and then pulled the unit "out of service" after the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) tested the unit on (B)(4) 2014 and found it to be working normally. The unit operated to manufacturer specifications and was returned to clinical sue. The fsr will not be returning any parts for this complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.